Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was returned deployed inside the microcatheter hub/shaft. The stent was seen to be deformed. The stent delivery wire (sdw) and introducer sheath were not returned. A functional inspection could not be performed as the stent was returned deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event: ¿stent difficult/unable to transfer¿ could not be replicated; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The device was returned for analysis and it was found that the subject stent had been prematurely deployed and deformed within the proximal end of the microcatheter. Based on the device analysis and a review of all available information, it is probable that the stent experienced difficulties during transfer causing the stent to become prematurely deployed within the proximal end of the microcatheter. It is likely that the introducer sheath may not have been optimally seated into the hub of the microcatheter or that the rotating hemostatic valve (rhv) may not have been adequately tightened causing movement of the introducer sheath during the transfer attempt causing the reported difficulty to transfer the stent and the subsequent premature stent deployment and deformation. An assignable cause of procedural factors will be assigned to the reported event: ¿stent difficult/unable to transfer¿ and to the analyzed events: ¿stent deformed¿ and ¿stent deployed prematurely during use¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The subject device was returned for analysis and the device investigation revealed that the stent deployed prematurely during use the subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.